Event description:
It was reported that a bur tip warmed up significantly during surgery.

Manufacturer narrative:
The hosp sent in the handpiece which was evaluated. The handpiece did not cause or contribute to the event. The bur may be sent in for eval.